Event description:
The customer reported an elevated white blood cell (wbc) count post-filtration of the collected whole blood product. There was not a transfusion recipient or patient involved at the time of the rwbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting the return of the disposable set. This report is being filed due to insufficient information to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The filter portions from the disposable sets were received for investigation. The filter portions of the returned sets were tested for leaks. Also, the filters were disassembled and the membranes were checked for detached parts or misalignment. No irregularities were found. Filtration and leak testing was performed on retention samples. There was no back flow through the bypass line and no air leaks were observed. No similar complaints have been received from other consumers. Root cause: based on the investigation results, the root cause for this event could not be determined at this time.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4).